Manufacturer narrative:
Block b3 approximated based on the date the manufacturer became aware of the event. Block h6 problem code a090208 captures the reportable event of poor quality image inside the patient.

Event description:
It was reported that an exalt model d single use scope was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure at an unknown date. During the procedure, the image quality deteriorated. The procedure was completed with a second exalt scope. There were no patient complications.

Event description:
It was reported that an exalt model d single use scope was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure at an unknown date. During the procedure, the image quality deteriorated. The procedure was completed with a second exalt scope. There were no patient complications.

Manufacturer narrative:
Block b3 approximated based on the date the manufacturer became aware of the event. Block h6: problem code a090208 captures the reportable event of poor-quality image inside the patient. Block h10: the scope returned didn't have any visual damage, the device also returned with a locking device. During functional testing, the scope was connected to an exalt controller. The scope displayed an image however, the image wasn't as clear as it should be. It was discovered that the device was filled with procedural residue. The device camera was cleaned and flushed which resulted in a clearer image. Electrically, no shorts in the circuit were detected. Poor quality image was able to be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) and product label. This investigation is assigned a most probable conclusion code of adverse event related to procedure. This conclusion was selected because during the product analysis of the device, the returned scope didn't have any visual damage. When it was connected to the exalt controller, the scope displayed an image however, it was poor. It is likely that the scope filled up with procedural residue while it was advancing through the patient which affected the leds on outside of the camera. There was no residue behind the lens in the camera.